Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had ineffective intrathecal analgesia due to multiple allergies to medications. The pump was filled with saline. The pump was turned off and subsequently explanted in 2009. It was later reported that the patient had a growth near the area where the pump used to be. The patient experienced "terrible pain at the base of her spine that goes down to her legs". The pt reported that she was losing the use of her legs. The primary care provider believed that the growth near the pump "may be filed with fluid". Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.